Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 400 mg/dl. Troubleshooting was performed. The battery was changed, but the device did not respond. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken solder joint of a component in the interface board.